Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On 07-jun-2019 the patient reported that in the summer of 2012, maybe (B)(6), her pump was removed due a confirmed staph infection right where the pump was. The infection wasn¿t because of the pump, but it was in the area of the pump. She then went for 3 months without a pain pump because the doctor was waiting for the staph infection to resolve before putting in her current pump on (B)(6) 2012. No further complications were reported/anticipated.